Event description:
It was reported that the atrial lead was showing intermittent loss of capture. Further information from follow-up reported that both the atrial and right ventricular leads had high thresholds and were both were suspected to be dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.